Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of stent detached or separated. Block h10: the returned percuflex plus ureteral stent was analyzed, and a visual and magnification evaluation noted that the shaft detached. The suture was returned cut, loaded and tangled. No other problems with the device were noted. The reported event of stent suture break was not confirmed. Taking all available information into consideration, most likely, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. There was evidence that the suture was cut as part of the procedure, therefore, it would be documented as no problem detected. Based on the analysis performed to the returned device, it is possible to conclude that this problem could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line was removed using excess force and entangled in the shaft, the stent can get detached during the procedure. Consequently, affect the performance of the device. Therefore, the most probable root cause is adverse event related to the procedure. The healthcare facility information: (B)(6).

Event description:
It was reported to boston scientific that a percuflex plus ureteral stent was opened to be used to treat stone management during a retrograde intrarenal surgery performed on (b)(3) 2023. During the procedure, while unboxing the product, it seems that the wire part of the stent was ruptured. The procedure was completed with another percuflex plus ureteral stent. There were no patient complications reported. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the stent was detached/separated, therefore this event has been deemed an MDR reportable event. Please see block h10 for full investigation details.